Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level 40-50 (mg/dl). The customer stated they did not believe the pump was the cause of the low bg level. The customer changed out supplies and consumed juice to address bg level. The customer declined to perform troubleshooting with tandem technical support and stated they would contact their healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017, but low bg levels were confirmed on (B)(6) 2017 in pump logs. User made the majority of bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.